Event description:
The customer reported to olympus that during the reprocessing of the evis exera ii bronchovideoscope had failed the leak test due to air/water leakages. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the device had a black image. This report is to capture the reportable malfunction of the black image noted during estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: there was no data transmission; the insertion tube had minor dents; the light guide tube was scratched; and the customer label on the grip was faded.. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the black image was due to the circuit board in the charge-coupled device (ccd)/scope malfunctioned by handling such as: earth wire of system equipment was not connected. With system equipment turned on, the scope connector was disconnected / connected. Stress on the insertion section and/or universal cord made the internal ccd-cable move irregularly, then misalign, and kink. The event can be prevented by following the instructions for use which state: ¿do not bend, hit, or twist the insertion section, control section, universal cord, and endoscope connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. Turn the video system center on only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd.¿ olympus will continue to monitor field performance for this device.